Event description:
The following information is from an article titled ?long term results of atrial septal defect closure with the amplatzer septal occluder?. Complications occurring within 24 hours: the occluder embolized in two patients ? One surgical removal, one percutaneous removal. Three surgeries were performed for pericardial effusion. One patient had an air embolism without sequel. Two patients experienced pericardial effusion. Thrombus on the occluder was detected in one patient. Nine patients required cardioversion for paroxysmal atrial fibrillation post-implant. One patient underwent surgery due to tamponade. Three additional patients had hemopericardium without surgical intervention.no additional information is available at this time, including any patient or device information. There are 19 patients associated with this article and MDR report.